Manufacturer narrative:
Conclusion: there was no device failure.

Event description:
Dr scheduled pt for revision of tibial and patellar components. When opened, allegedly the femoral component was fractured so he proceeded to revised the knee with another system.